Manufacturer narrative:
Only the catheter (full length) was returned. The catheter was patent and met the requirements for leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. There was a surface nick observed 0.4 cm from the proximal end of the catheter. The instructions for use (IFU) that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. The IFU also cautions that to avoid possible transection of the catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle, guidewire, and the catheter must be removed simultaneously. The instructions for use that accompany the device caution that the risk of infection is a known complication and can be reduced by care in inserting the ventricular catheter and stabilizing it by passing it through a subgaleal tunnel before it emerges. The IFU also cautions that ¿edm catheters should be removed if the patient develops signs of meningeal irritation or if there is suspicion of contamination or infection in the operative site or anywhere along the subcutaneous device.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. Additional patient/device information: it was later reported there was a surface nick located 0.4 cm from the proximal end of the catheter. It was also reported the patient is currently is at the hospital. (B)(4).

Manufacturer narrative:
Only the catheter (full length) was returned. The catheter was patent and met the requirements for leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The instructions for use (IFU) that accompany the device caution that the risk of infection is a known complication and can be reduced by care in inserting the ventricular catheter and stabilizing it by passing it through a subgaleal tunnel before it emerges. The IFU also cautions that ¿edm catheters should be removed if the patient develops signs of meningeal irritation or if there is suspicion of contamination or infection in the operative site or anywhere along the subcutaneous device.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the catheter ruptured. According to the report, csf came out from the hole, causing an infection. The report stated the device was explanted on (B)(6) 2015.